Event description:
The I/o module shield of a streamlab instrument fell and struck an operator in the back of the head while she was taking patient samples out of the instrument. The operator experienced a headache and went to an emergency room (ER) after work for examination. The operator underwent a magnetic resonance imaging (MRI) examination, and no injuries were discovered. There are no known reports of adverse health consequences due to the I/o module shield falling and hitting the operator's head.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the customer had stored items above the I/o module shield, which prevented the shield from being positioned properly when open. The customer removed the items stored above the shield and then the cse verified that the shield was positioned properly when open. The cause of the I/o module shield falling and hitting the operator's head was user error. The instrument is performing according to specifications. No further evaluation of this device is required.